Event description:
It was reported that the patient presented to the emergency room with symptoms of shortness of breath and chest pain. A computed tomography scan revealed pericardial effusion due perforation. A pericardiocentesis was performed. The patient made a full recovery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.